Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an axillary node dissection procedure, the clip cut an axillary vessel. Another device was opened and the surgeon clipped the vessel and the case was completed with no patient consequence.